Event description:
It was reported that: "optimax 9x30 opti0930csfmx coil inserted into a large 9mm ica aneurysm. Physician detached the coil and pulled back on the coil into the microcatheter. The coil seemed to still be partially attached in some way. When the physician went to advance the coil back into the aneurysm, it would not advance. The physician had to use a gooseneck snare to capture the coil. Patient was not harmed." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "optimax 9x30 opti0930csfmx coil inserted into a large 9mm ica aneurysm. Physician detached the coil and pulled back on the coil into the microcatheter. The coil seemed to still be partially attached in some way. When the physician went to advance the coil back into the aneurysm, it would not advance. The physcian had to use a goosneck snare to capture the coil. Patient was not harmed.". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable to be return. If the device becomes available for analysis in the future, then the complaint file will be revisited to update the investigation accordingly. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f241000398 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.